Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. D6b: explant date: three years ago from the aware date.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and the explanted device will not be returned per hospital policy. No further information has been obtained despite good faith efforts.